Event description:
Informed by quality systems of a blood leak associated with an investigation of the 2008e dialysis machine. An internal blood leak was reported during pt treatment, as the dialysate tested positive for blood. The dialyzer had been previously used for 19 uses without incident. The extracorporeal circuit of blood was discarded, with the ebl as 250ml. There was no adverse effect to the pt and no medicinal intervention was necessary. Awaiting further information on the lot and if a sample is available for evaluation. MDR filed on blood loss. 1/26/98 unit called to follow-up on requested information, contact person not available. 1/28/98 unit called. Technical support person provided lot number of 7e01408, and also that dialyzer is not available for evaluation. She also reported that the facility uses heated citric acid for reprocessing and know that blood leaks are a potential risk of the procedure.